Manufacturer narrative:
As received, a complete lead was returned in one piece. Guidewire insertion test was performed on the lead with the guidewire able to be inserted and removed with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification. Visual inspection of the lead did not find any anomalies.

Event description:
During procedure, it was not possible to advance the lead into the guidewire. The guidewire was replaced, but the issue persisted. The lead was replaced and implant was successful. The patient is in stable condition.